Manufacturer narrative:
H3. Device evaluated by MFR?; code 81, device evaluation and return of the device is not necessary. It will not add value to the investigation. Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that during hospitalization for pneumonia, pneumothorax, pulmonary and blood sepsis, covid-19 and an infection with multiple bacteria that were all not alleged to be due to vns, a tracheostomy procedure was performed near the device and the surgeon placed a stitch on top of the lead. In the following days, the lead in the neck region then began to extend and also cause ejection in the axillary part where the generator is located. The device was checked and it is working perfectly. This report will house extrusion of the lead. Extrusion of the lead will be housed in MFR report # 1644487-2023-01669. Device evaluation is not necessary as it will add no value to the investigation. No other relevant information has been received to date.

Event description:
Physician's assessment was received. The cause of the extrusion of the lead is due to external factors (not related to vns). Patient was treated and is now well with vns fully functioning. No other relevant information has been received to date.

Event description:
It was reported that the generator and lead were received by the manufacturer. This information is not supplemental to the emdr as it was previously reported that the event not related to functionality of the device, and therefore the return and analysis of the device does not provide any relevant information to the investigation and will not be reported, however the fact that both the generator and lead were returned does indicate that the generator and lead were explanted on an unknown date for an unknown reason. No other relevant information has been received to date.

Manufacturer narrative:
B5. Describe event; corrected information; initial MDR inadvertently omitted information known prior to submission.

Event description:
It was later reported that the patient ended up displacing the tracheostomy. When going through the process of re-fixing the tracheostomy, the doctor who performed the procedure placed a stitch over the electrode wire, which the mother said turned red from the very first moment. It was then reported that after this, the generator began to extrude. The impedances were within normal limits at this time. Later, high impedance was seen and the device was disabled as a result. According to the mother's report, she mentioned that after the fistula formed due to the stitch on the electrode caused by the tracheostomy fixation in the last hospitalization, it never closed. On the contrary, it extended and increasingly exposed the generator. The patient was then explanted of both the generator and lead. Based on this information, the extrusion of the generator cannot be invalidated. Product analysis for the generator was completed in which no anomalies were seen. This report of high impedance is captured in MFR rep# 1644487-2025-00388.